Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from israel, it was a case of an implant of a 26mm sapien 3 ultra resilia in mitral position by transfemoral approach as a valve-in-valve within a non-edwards surgical valve. During the procedure, while managing to cross the ring, the commander was kinked. Despite of this, the valve was positioned and the balloon was attempted to be inflated, but was unsuccessful. All devices were removed without issue. After inspection, three little holes were observed in the balloon. A new system and valve were opened and prepared and the new valve was successfully implanted. The patient did not suffer any injury and was noted as to be in stable condition. The perceived root cause of the event per medical opinion was that the severely calcified valve may have caused the kink and holes.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The device was not returned for evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The complaint for balloon leak was unable to be confirmed as no procedural imagery or device was returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the procedure, while managing to cross the ring, the commander was kinked. Despite of this, the valve was positioned and the balloon was attempted to be inflated, but it did not inflate. All devices were removed without issues and after inspection, 3 little holes were observed in the balloon." During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As it was indicated with the provided information, there was presence of severe calcification at the landing zone. Calcification along the patient anatomy can create sharp nodules which can puncture and compromise the structure of the balloon wall leading to leakage during inflation, especially if compounded with vessel angulation. On the other hand, it is possible that device manipulation was applied on the delivery system while crossing the pre-existing bioprosthesis which if combined with vessel angulation and calcification, could further exacerbate the direct interaction between the balloon and present calcified nodules, and/or force a negative interaction between the crimped valve and the delivery system balloon, potentially contributing to the reported pin holes on the balloon. As such, available information suggests that patient factors (calcification, implant position angle) and/or procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.